Event description:
It was reported that the customer received a power source alert. There was no adverse impact to the customer's blood glucose level. Customer declined further additional assistance, as issue had resolved, pump began charging.